Manufacturer narrative:
Sample collection and centrifugation information were not provided. No sample issues were noted. A bec field service engineer (fse) was dispatched on (B)(6) 2011 for the event. The fse found a leaking probe. The fse replaced a t-valve, wash collar and sample probe.

Event description:
A customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) sample probe on their unicel dxc 800 synchron system was intermittently leaking fluid. The customer stated that the sample probe drip tray was full of liquid. The customer discovered the problem after obtaining glucose (glu) results for three (3) patients that were not reproducible. These results were not reported out of the lab and thus did not affect patient treatment. No effect to patient or user was reported in connection with this event.